Event description:
It was reported that this patient has a history of over-sensed noisy signals resulting in pacing inhibition since the implant of this device. Boston scientific technical services (ts) was contacted and it was discussed that this patient has an off-label system with competitor's epicardial leads in situ. Ts strongly recommended diagnostic imaging and provocative maneuvers to exclude impairment on both the right atrial (ra) and right ventricular (rv) leads. At this time, the system remains implanted and no adverse effects were reported.